Manufacturer narrative:
One sample was returned from catalog number 384156. Results of the investigation will be filed in a supplemental report once eval is complete. Please reference medwatch reports: (B)(4).

Event description:
Three broken piccs broken piccs. One of the piccs broke 1" below hub. All three piccs broke during the change of the dressing.